Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503751bc, serial number (B)(4), lot number 7595337 (r) and serial number (B)(4), lot number 6831004 (l) on (B)(6) 2019.

Manufacturer narrative:
On 3/22/2019, mentor received additional information regarding this event: patient age was identified as 58, patient race was identified as caucasian, date of event was identified as (B)(6) 2018, procedure type was identified as breast augmentation revision and device serial number was identified as (B)(4). Manufacturer¿s reference number: (B)(4).